Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 pocket c1, c3 and c5 were not detected on bus. As per part investigation, it was determined that no anomalies observed. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of the es drawer 3.1 pocket c1, c3, c5 device not detected on bus was confirmed during fse testing. According to work order (B)(4), the field service engineer (fse) found several pockets missing from the drawer and asked the customer to recover them. After recovery, a hardware error appeared but cleared once the pockets were restored. The fse then ran diagnostics, and all pockets functioned properly. He replaced the control board, reseated all cables, and disabled the network adapters power saving mode. The customer tested the drawer, and it operated without issues. Dchu investigator received one (1) used pcba dwr cntlr v1.10/v1 in good condition, with no visible damage or any anomalies observed. Dmm resistance tests confirmed that mosfet q501 and q601 were in good condition, with values above the range in all measurements, and all dmm tests passed without issues. The drawer controller board was then installed in a known good dchu drawer, where hta diagnostics were performed. Communication worked properly, the drawer was detected, and full hta tests were successfully completed without any anomalies observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of what customer reported could not be determined. The drawer controller board passed the visual inspection, the resistance measuring with the multimeter was within the resistance expected range, additional components dmm testing and the hta testing passed successfully with no anomalies observed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pocket c1, c3, c5 device was not detected on bus. A field service engineer (fse) identified that the aux 1 enhanced half height drawer 3.1 was failed to be detected by bus. So, the fse quite a few pockets that were missing in that drawer. Then had the customer recovered the pockets and hardware error was popping out but the pocket recovered. Then the fse ran diagnostics, and all pockets were popping out with no issues. Further the fse replaced a new control board and reseated all the cables. Then disabled the network adapters power save mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 pocket c1, c3 and c5 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.